Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl with ketones and correction boluses were delivered to address the bg level. The customer went to the hospital and was admitted for diabetic ketoacidosis (dka). The pump supplies were changed while at the hospital. The customer was treated with intravenous insulin and saline. The bg and dka were resolved. Although requested, the hospital discharge date was not provided.